Manufacturer narrative:
The device was received for evaluation. Visual inspection of the sample was performed and a hole in the top fold of the bag was found. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 9l effluent drain bag leaked from the top fold of the bag during ¿filling¿. There was no patient involvement. No additional information is available.